Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An implantable pulse generator (ipg) system was returned from an unknown source indicating the patient was deceased. Information identified in the manufacture¿s data base indicated the patient died 2 days post implant of the ipg and almost 6 years post implant of the lead. A cause of death was not received.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.